Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on an unknown date. According to the complainant, post-procedure, the patient experienced pain, sustained permanent injury, physical deformity and has undergone corrective surgery. All other information is unknown and unavailable.